Event description:
It was claimed by the customer representative that the bed¿s frame platform lowered without any command given. The issue was observed during preparation of the bed for use. No injury was reported.

Manufacturer narrative:
The involved bed was evaluated by the arjo representative. The unintended bed movement was recreated. During the device evaluation, it was found, that the handset and actuators were incorrectly connected. The minuet 2 bed was delivered from a loan equipment store and the electrical components were incorrectly fitted by their employees (3rd party company, not arjo). The minuet 2 is a bed designed to be dismantled into sections for easy of transportation. It can be easily assembled with a minimum of tools. The assembly procedure is described in the instructions for use dedicated to minuet 2 bed (746-396-en). To sum up, it was reported that the minuet 2 bed did not meet its performance specifications due to unintended movement of the bed. The bed was not used with the patient at the time of the event. The complaint decided to be reportable due to unintended bed movement reported. No injury was claimed.